Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and c-34 errors logged with initial occurrence. C-54 errors occur alongside logged c-34 errors with initial occurrence. Inspection during fa process was able to replicate the reported event; unit tested on system, presents c-54/c-00 error on startup. C-00 errors in erbe logs corroborate with c-34/c-54 errors logged in logs. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a da vinci-assisted simple transabdominal prostatectomy surgical procedure, user informed the technical support engineer (tse) that an error c-34 occurred with a bipolar instrument on an erbe device. The issue persisted despite a power cycle and was present on both bipolar ports. The user attempted to resolve the problem by swapping the instrument to another arm and using a new cautery cable, but the error remained. The user converted to a laparoscopic approach to continue with the procedure. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.